Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose was 141 mg/dl. Reportedly, multiple syringe needle and other supplies were changed to address the issue and insulin delivery was resumed.